Event description:
It was reported that customer experienced cgm error message 42 with sensor. There was no reported impact to the customer¿s blood glucose level. Customer contacted support, completed pump reset with assistance, error did not recur, and customer was advised to wait 20 minutes before starting new sensor session, which customer understood and acknowledged.